Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all button key contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The pt reported that the ok keypad button has required multiple presses to obtain a response for the past couple of days. She noted that the buttons seem to stay in the down position but eventually spring back. The pt confirmed there is no physical damage to the rubber keypad; denied exposing the pump to water; and stated that she wears the pump in her bra or clipped to her waist.